Event description:
It was reported that the lead exhibited less than 100 ohms impedance, body fluids were noted inside the lead and the insulation was damaged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.